Event description:
This complaint originated from a distributor in (B)(4). The distributor reported a ventilator with no gas delivery and no alarms. They turned the ventilator off and on, and it starts operating normally. The error log had the following information: invalid configuration, epm/ppm compressor runtime error hssc comm fault flow overcurrent fault tca/ad ref. Fault hssc comm fault. The incident occurred while the unit was on a patient, however there were no allegations of patient harm.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely a faulty gas delivery engine. A replacement gas delivery engine was shipped to the customer. A return goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of 06/17/2015 carefusion has not received the alleged faulty gas delivery engine.